Event description:
It was reported that during a coronary treatment procedure. Nc monorail balloon catheter removal difficulties were encountered. The physician was attempting to angioplasty a 70-80% calcified in-stent re-stenosis in the left main coronary artery. The type of stent is unk. The balloon catheter had been inflated to unk atms. The balloon became stuck in the stent following deflation. While the physician was attempting to remove the balloon from the stent, the shaft of the catheter broke. The physician was able to secure the balloon fragment against the wall of the artery. The pt status is unk.